Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a neurosurgery nurse administered intravenous vasopressors to the patient as ordered, using an intravenous three-way connector. During a routine check, the nurse observed fluid leakage from the three-way connector in the infusion line and immediately replaced it.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. Analysis of the sample showed that a drop can be observed. However, the source of the drop cannot be confirmed with the evaluation of the photo provided. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.